Manufacturer narrative:
Customer was sitting on the bath seat while taking a shower and fell. She claims that the middle screw is stripped. She has bruises on her back and bottom. We sent her a replacement unit and she will send us the defective unit here for investigation. We will send a follow-up report including the device evaluation once we receive the unit here and the investigation is done.

Event description:
Customer was sitting on the bath seat while taking a shower and fell. She claims that the middle screw is stripped. She has bruises on her back and bottom.